Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a loose speaker on the rear case. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported "no audio", which was reproduced. The reported condition was verified. The cause was determined to be a loose speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had no audio. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.